Event description:
The patient was experiencing pain at low current levels and stopped wearing the device. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specs. Explantation/reimplantation surgery is yet to be scheduled. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.